Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting loss of capture and had dislodged. A revision procedure took place and it was successfully explanted and replaced. To date, there have been no adverse patient effects reported.